Event description:
Per the clinic, the device was explanted on (B)(6), 2012. The reason for explantation has not been reported.it is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the patient's surgeon, the patient has no intention of being reimplanted as of the date of this report. This report is filed (B)(4) 2012.